Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a total hip arthroplasty, it was observed that the battery reamer device originally powered up but when it was handed to the surgeon for acet reaming, it did not work. According to the reporter, the battery devices were switched twice and the forward / reverse switch was checked but nothing worked. There was a three to five minute delay to the surgical procedure. It was unknown if a spare device was available for use. There was patient involvement. It was unknown if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The actual device was returned for evaluation. Quality engineering evaluated the device and the reported condition was confirmed. During repair, it was determined that the device electronic control unit (ecu) had shorted internally, the reamer showed signs of immersion, there was unknown liquid on the internal components and the ball bearings were corroded. The device also failed pretest for functional test check (step #90) and safety assessment (step #90; function test) because the device did not run and when the trigger was pressed there was no function or motion. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. The assignable root cause was determined to be due to improper cleaning. If additional information should become available, a supplemental medwatch will be submitted accordingly.